Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer reported that no delivery resolved itself as high blood glucose was treated with manual injection. Customer's blood glucose was 340 mg/dl and dropped to 40 mg/dl after treating manually. Customer's blood glucose was 88 mg/dl at the time of call. Troubleshooting was performed for low blood glucose and customer reported that insulin pump was exposed to MRI a few months prior to call. Caller was advised to call healthcare professional regarding causes of low blood glucose